Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self test or verify pump error 43, 41 alarms due to missing retainer ring and unable to lock a reservoir in place. Thus software was utilized and downloaded trace/history files properly. However, in further full review in the pump history found multiple pump error 43 file number: 121 line number: 589 sw/hw: hw (possible hw) grouping: motor voltage regulator on 09/19/2023 18:36:00, 09/19/2023 18:38:09. And pump error 41 on 09/19/2023 18:36:00.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: : scratched case, stained keypad overlay, cracked keypad overlay, missing reservoir o-ring, broken reservoir tube lip, label damage. In conclusion, pump error 43, 41 alarms in the trace/history files confirmed, the motor may have had an intermittent failure that was not detected during our testing. Missing retainer ring and unable to lock a reservoir in place confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a lip ring was damaged. Troubleshooting was performed and found the damage to the insulin pump's retainer ring and pump error 41 and 43. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.